Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failures. The customer¿s blood glucose was 300 mg/dl. Troubleshooting was performed. Customer was able to clear the alarm and able to rewind the insulin pump. Self test did not "passed". The customer was advised that the insulin pump needed to be "replace" and to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace (sda) on u1 keypad assembly.